Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the malfunction of white residue in the air/water channels and cylinders. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue on the air/water cylinders and tubes. There was no patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This assessment is being provided to correct an h9 entry inadvertently made and should have been blank.